Event description:
The pt had a low-transverse c-section performed. The filshie clips were used for a tubal ligation. After the closure of the surgical wound, a small amount of oozing was noted at the incision site. Three small areas were cauterized using mono-polar energy. Pt recovered and was discharge home. Four days after procedure the pt required surgery due to perforated colon. Pt had three small perforations of the colon. Pt's primary physician felt that the perfs were related to the positioning of the filshie clips and that they redirected or caused a deflection of the electrical energy causing the injury to the colon.======================manufacturer response for filshie ligation clip, filshie clip (per site reporter).======================the company representative reports that the product is made of titanium and medical grade silicone (not steel) and is a poor conductor of radio frequency. They have not received any reports of similar events. They will trend.what was the original intended procedure?post partum sterilization post low-transverse c-section with cauterization of bleeding vessels after surgical incision closure.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.